Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. Furthermore, moisture/corrosion was evident behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with no visible damage to the keypad cover. During testing, all of the keypad buttons were fully responsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. The display was cracked and there was moisture observed behind it. The pump was opened and no moisture was observed inside.